Event description:
Refrence number (B)(4). Event occured in canada it was reported that the patient visited the emergency room (ER) and was subsequently hospitalized on (B)(6) 2026 due to high blood glucose levels (594 mg/dl) caused by a bent cannula. During hospitalization, the patient received intravenous saline fluids and insulin as corrective treatment, which resolved the issue, and the patient was released from the hospital on (B)(6) 2026 after approximately 24 hours. No further information is available